Manufacturer narrative:
Analysis was performed on the returned device. The reported foot detachment and damage to the posterior needle tip were confirmed. The reported deformation of the foot, difficulty closing the foot and difficulty removing the device from the anatomy could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the proglide instructions for use (IFU) states: do not advance or withdraw the perclose smc device against resistance until the cause of the resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/ or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. It should also be noted that the proglide IFU states: do not use the perclose proglide smc system if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and / or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in retroperitoneal hematoma. Although the use of force during removal may have contributed to the reported foot detachment, it is unknown if the access site location of inguinal region contributed to the reported event. A conclusive cause for the reported difficulties could not be determined based on the returned device condition. Factors that contribute to difficulty retracting the foot and difficulty to remove the device from the anatomy may include, but are not limited to, tissue or suture caught in foot, posterior cuff partly deployed in foot. Factors that contribute to foot detachment and posterior needle tip damage may include, but are not limited to, user does not gently pull the device back to position the foot against the wall); use of excessive force leading to foot break, needle deflection during plunger deployment due to interaction with patient anatomy. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The two additional proglide devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that bilateral suture placement in the calcified left inguinal region femoral artery and calcified right inguinal region femoral artery was attempted with proglide devices using the pre-close technique via an 8f sheath prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, the first proglide suture was pre-placed successfully on the left. The physician then switched to the right. The first proglide on the right side was positioned at 10 o¿clock. The plunger was pushed down, and the suture was captured; however, when the plunger was removed, the distal end of posterior needle appeared to be different than usual. The lever then failed to retract the foot due to resistance. After trial-and-error, the device was removed by force. After the device was removed, the foot was noted to be deformed. The posterior foot then separated outside of the anatomy. At this point, the procedure from the right was abandoned due to calcification. Surgical suturing was done to achieve hemostasis in the right. The procedure was continued from the left. A second proglide was attempted on the left side; however, a cuff-miss occurred. Then, a third proglide was attempted; however, a cuff-miss occurred again. Finally, a fourth proglide was used and the suture was pre-placed successfully. The sheath was upsized to a 16f and the evar procedure was completed. Hemostasis was achieved in the left side with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.